Event description:
Communications from siemens regarding cyber-security patching is inadequate to provide owners of devices required information needed to keep devices and hospitals safe from vulnerabilities and cyber-attacks. Email dated may 22 sent to customer states: dear customer, this is a reminder that there is a remote update required for your medical device. Please reboot and accept update on impacted functional location (B)(4), somatom definition edge at (B)(6). Failure to do so in a timely manner may result in unplanned system downtime. Thank you for your participation. Update reference number: (B)(4), no information is given on the changes to the software being made or the vulnerabilities being addressed. When following up with the service team, they too were unable to provide details. The only information available from the service team was as follows: (B)(4) does not have any information other than "it-security hotfixes" as the reason for the update. The lack of information on changes to the system/vulnerabilities addressed make it impossible to make informed decisions on the risk to the organization.